Event description:
A skin graft procedure was performed using a padgett deramtome. The procedure appeared to be going well. When the graft was complete, it was torn. A second dermatome was used to take a second graft. The first graft taken was sutured and used successfully.